Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to depress the plunger to deploy the locator wings was confirmed. The leaves of the garage tube were disrupted and punctured into the flex-guide and sheath. Flex-guide carving combined with disrupted garage leaves puncturing into the flex-guide and sheath could have contributed to the plunger not being securely engaged to deploy the vessel locator wings as reported. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, the exact date was not provided. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se, with a 6fr sheath, after an unspecified procedure. Reportedly, the plunger could not be depressed to deploy the locator wings. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.